Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not turn on. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that power supply of the host pc was not working. The fse confirmed that the host pc was faulty and needed a replacement. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc and reinstallation of original hdd by the fse resolved the reported issue and restored the functionality of the system. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.